Event description:
It has been reported to co that during the procedure the balloon of this device ruptured upon first inflation. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.